Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine turns itself on and off. Upon follow up, the customer said that the machine was returned to service after he replaced the power supply. A sample has been returned. No patient was involved. Additional information was requested but was not received to date. Upon physical evaluation of the power supply by the manufacturer, it was identified that there was thermal damage noted on the wire connector to the bridge rectifier from the power supply¿s transformer. The evaluation also found the heater cable assembly to be missing.

Manufacturer narrative:
Plant investigation: the actual power supply was returned to the manufacturer for physical evaluation. Inspection of the received power supply found thermal damage on wire connector to the bridge rectifier from the power supply¿s transformer. The inspection also found the heater cable assembly to be missing. No other discrepancies were observed. Installed a test heater cable assembly for testing. A test machine did not power-up by itself with the received power supply installed. The test machine did power-up without alarm or failure by pressing the power button with the received power supply installed. The test machine completed a rinse program without alarm with the received power supply installed. The power supply¿s transformer was noisy during the rinse program. The test machine completed a self-test program without alarm with the received power supply installed. The power supply¿s transformer was noisy during the self-test program. The test machine did not power down with the received power supply installed for an hour. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermal damage on the wire connector to the bridge rectifier from the power supply¿s transformer. The power supply was returned to return goods following the evaluation.